Event description:
Caller reported a malfunction on the pump, identified with malfunction code 9 and fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process, as the malfunction code was resettable.